Event description:
One run of oct was performed with excellent results. The lesion which was not in the lad as was previously thought, was found to be a shelf lesion between the lad and diagonal branch. A pressure-wire aeris (pw) was then placed into the lad to determine if there was a lesion that required intervention. The wire was placed without difficulty and the ffr was above .80, so no stent was placed. Before removing the pw, some clot was noted in the distal lad so a decision was made to balloon the area. The transmitter was successfully removed from the pw and the lad was ballooned twice. The results were good and the pw and the guidewire were removed. The first act was determined to be 114 and therefore, another bolus was given and the vessel was not closed until a second act was obtained. During this time the pt began to experience chest pain and medicated. Several minutes later she was still experiencing pain and an EKG was obtained. The physician was fine with the results and the pt was sent to the recovery area. Approx 30 minutes alter, the pt experienced ventricular fibrillation and was returned to the cath lab. The lad was open with good flow. Images demonstrated a dissection in the left main extending into the left circumflex artery. The pt went to surgery approx 2 hours later. The pt was reported to be doing well.

Manufacturer narrative:
The product was not returned. A review of the device history record confirmed that the device was manufactured according to sjm spec. There was no indication the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.